Event description:
Medtronic received a report that spo2 caution alarm would not alarm when threshold was violated and sat seconds was turned on. There was no patient involved in this event. Medtronic is requesting for additional information.